Event description:
Customer was hospitalized for high blood sugar levels. It was stated that the customer had received an alarm and did not change out the infusion set. The customer was educated on the alarm and how to respond to it. Moreover, the customer was instructed to follow the two high blood glucose rule.